Event description:
Rn reports patient receiving continuous flow cytarabine over six days. On day 4 rn noticed a white plug, possibly a drug precipitate, in the IV line. No drug interactions were identified in the patient's drug regimen and the PICC lumen was being used only for the cytarabine. A filter had been placed and IV bag finished on schedule. A new bag was hung, with a new set of tubing the evening of fourth day. On fifth day, the rn again noticed an apparently identical problem with the tubing. A filter had been placed on this set of tubing as well and the bag infused on schedule. Rn had questioned pharmacist about this and was instructed to save the bag and tubing at completion of infusion. Pharmacist took the empty bag and tubing to the chemo hood and cut a slit in the tubing to remove whatever was inside. The "white plug" turned out to be a hard plastic, not a crystallized drug. Bag, tubing, etc. Retained and taken to risk management who confirms it appears to be hard plastic and was removed from upstream of the "y" site closest to the patient. Tubing is marked at removal site but has been sealed in bag with chemotherapy agent. Hard plastic "plug" also inside bag but taped to separate piece of paper and could possibly be scanned upon request. No injury or delay to patient. 1st set of tubing involved in this incident was discarded.